Event description:
Reporter alleged relative passed out and emergency medical systems (ems) was called where their device read 55 mg/dl. It was stated immediately afterwards customers' meter tested 104 mg/dl. Reporter indicated being unable to provide customers' last meter result or the time it was taken. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.